Manufacturer narrative:
(B)(4). Concomitant medical products: item 010000665 - lot 3425883 - g7 pps ltd acet shell 56f, item 110003623 - lot 3401343 - biolox delta cer lnr 36 mm f, item 650-0661 - lot 2015051195 - delta ceramic fem hd 36/0 mm. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00868 . The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed; no discrepancies related to the complaint were found. This device is used for treatment. The reported components were reviewed for compatibility with no issues noted. A complaint history review determined no further action is required as no trends were identified. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Clinical study (B)(6) reported patient underwent total hip arthroplasty (tha) for right hip on (B)(6) 2015. 1 year post op it was reported that patient was having mild pain, moderate limp, needs 2 crutches or walker however, according to oxford hip score patient was limping often.